Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. It is unknown how the procedure was completed due to lack of information. Philips was unable to confirm the allegation regarding the intermittently interrupting operating room screen signal as the quotation was not accepted and service was canceled by the customer. Therefore, no additional investigation or corrective action was possible or has been provided by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor signal was intermittently interrupted, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.